Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data log reports from the reported day of event were analyzed but it was very difficult to distinguish between alarms and errors that are expected during pump short circuit testing, from those that rarely happen (or those that are not supposed to occur). For that reason, a ¿live test session¿ was scheduled to repeat the testing and help eliminate possibly defective service pump. During testing of the returned device, the issue was not reproduced, however it¿s been recommended to replace the impellatronic assembly as a precaution. The aic behavior is considered acceptable, as long as the console¿s full operation is restored after power-cycle (which was the case). The console later passed the preventive maintenance procedure and electrical safety testing. There was no issue found during the investigation. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that during annual preventive maintenance the automated impella controller (aic) experienced a controller error alarm and could not be restarted within the next five seconds. There was no patient involvement.